Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned

Event description:
It was reported that the customer experienced low blood glucose (bg) levels ranged between 45-54 mg/dl. Cause was not known. Customer consumed carbohydrates to address bg. Tandem technical support confirmed the pump is functioning as intended. Recommendation was made to consult with a healthcare provider regarding diabetes management.